Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead was unable to be positioned. The ra lead exhibited placement difficulties, high pacing thresholds, poor sensing and no capture inside the patient. Multiple repositions were attempted. However, the helix was unable to be extended despite reaching the recommended maximum number of turns per labeling. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.